Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out, and a revision procedure was performed. Two screws were utilized during the procedure, and it is unknown which screw backed out. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.